Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿ (however; a specific value was not provided) and customer was unconscious; cause was not known. Customer was taken to the emergency room; mode of transportation was not provided, and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged approximately 26 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.